Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels of approximately 400 mg/dl and dehydration. Reportedly, the cause for the event was due to the pump resetting unexpectedly. The customer was released from the hospital the following day. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.